Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing dimerized lump in the area above their tailbone. The cause of the lump above the patient's tailbone could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient has a dime sized lump in the area above their tailbone. The patient is concerned that it might be a part of their lead from their device surfacing. The patient will be reporting it to their physician at an upcoming appointment. The patient also notified this to their local clinical specialist. The patient denies any pain or discoloration in that area. The patient's symptom efficacy is still improved since the implant, and the patient did agree that many external factors are affecting their symptom efficacy such as their uncontrolled diabetes, stress, and other medical concerns such as hemorrhoids. The patient described the lump area as a palpable area. They can move this area, a small lump/bump at different times and the size being similar to a dime. Many attempts were made to contact the patient for a follow up, but the patient never reported back.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient has a dime sized lump in the area above their tailbone. The patient is concerned that it might be a part of their lead from their device surfacing. The patient will be reporting it to their physician at an upcoming appointment. The patient also notified this to their local clinical specialist. The patient denies any pain or discoloration in that area. The patient's symptom efficacy is still improved since the implant, and the patient did agree that many external factors are affecting their symptom efficacy such as their uncontrolled diabetes, stress, and other medical concerns such as hemorrhoids. The patient described the lump area as a palpable area. They can move this area, a small lump/bump at different times and the size being similar to a dime.